Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over nine (9) years, since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely, the following led to the malfunction, a defect of the video connector. There is no description about the cause of defect. Thus olympus could not determine, the cause of failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found there was no image due to a defective video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center video connector had poor contact, and there were stripes in the image when shaking the video connector. The issue was found during preprocessing before the procedure. The intended procedure was a therapeutic cholecystectomy, which was completed using a similar device. The suspect device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image due to a defective video connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.